Event description:
New information received indicated that the patient presented to the operating room for rv lead extraction, and a new rv lead was implanted. There were no adverse health consequences, the patient was stable.

Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) due to noise was noted on the right ventricular (rv) lead via review of remote transmission. There was some inhibition of pacing. No intervention was performed. The patient was asymptomatic.